Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging "the patient bought the device in 2013 which was used until his death, due to respiratory complications due to lung cancer, diagnosed in 2021. The relatives of the patient's state that there is a link between the device issues and the patient's death". Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Despite multiple attempts by email to "src.italy.service@philips.com" and "post_mkt_italy@philips.com" on 06/26/2024, 07/02/2024, 07/05/2024, the device has not yet returned to the manufacturer for evaluation. There has been no response from the customer on the return of the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Also, in box h death was inadvertently left out, it is now included in this follow-up report.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging "the patient bought the device in 2013 which was used until his death, due to respiratory complications due to lung cancer, diagnosed in 2021. The relatives of the patient's state that there is a link between the device issues and the patient's death". Medical intervention was not specified. Box b: adverse event or product problem was incorrectly stated in the previously submitted report, now corrected. Also, in box h death was inadvertently left out, it is now included. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging "the patient bought the device in 2013 which was used until his death, due to respiratory complications due to lung cancer, diagnosed in 2021. The relatives of the patient's state that there is a link between the device issues and the patient's death". Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.